Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of out-of-range pacing impedance measurements and oversensed noise. The patient is not pacemaker dependent and was asymptomatic. A lead fracture is suspected. Several attempts were made to identify resolution without success. All available information indicates that this lead remains implanted and in service.